Event description:
This pt experienced intractable facial nerve stimulation, when using their cochlear implant. Because this undesired stimulation could not be eliminated through reprogramming of the pt's speech processor and an x-ray suggested that part of the electrode array was seated outside the cochlea, the device was surgically explanted and replaced in 2004. Unfortunately, this pt now also experiences facial nerve stimulation with the new device. The pt's surgeon suggets that this may be consistent with an underlying dehiscence of the cochlea's bone structures. Despite this complication, the new device has been programmed so that he is able to use their cochlear implant without facial nerve stimulation.